Manufacturer narrative:
B2. The outcome attributed to the adverse event has been corrected. Continuation of d10: product ID 8709sc, serial# (B)(6), implanted: (B)(6) 2009, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID 8709sc, serial# (B)(6), implanted: (B)(6) 2009, ubd: 2011-03-20, UDI#: (B)(4), product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep), which indicated that a catheter dye study was performed and was unsuccessful. They were not able to aspirate. The implanting physician was contacted to discuss a catheter replacement surgery. As of (B)(6) 2023, the device was still implanted and no revision surgery date had been set. The patient was waiting to meet with the surgeon to make a decision on the next plan of action.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving infumorph (23 mg/ml at 4.798 mg/day) and bupivacaine (30 mg/ml at 6.259 mg/day) via an implantable pump for unknown indications for use. It was reported that after the pump replacement on (B)(6) 2023, the patient started experiencing severe withdrawal symptoms. There were no environmental, external, patient factors that may have led or contributed to the issue.  It was noted they met with the patient on (B)(6) 2023 to interrogate pump to confirm pump functioning properly (checked logs...no stalls). The pump was showing all signs of working properly. It was noted no actions were taken at meeting on (B)(6) 2023 however recommended to physician's office that a dye study be ordered to check the catheter and take an image of pocket to rule out a kink/bend in the catheter cutting off therapy. Catheter dye study was being ordered. The issue was not resolved at the time of this event and the patient's status was "alive- no injury". Surgical intervention was not planned. The patient's weight and medical history were asked and would not be made available. Additional information was received from the company representative. The cause of the severe withdrawal, vomiting, and hallucination was not device issue, patient/therapy issue, procedure issue. They ran pump logs and there was no issue however, dye study not yet scheduled. The cause of the severe withdrawal was not determined. Dye study ordered to check for volume catheter integrity. The information was confirmed by the healthcare provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.